Event description:
It was reported that the ilet pump generated alert 38 indicating consecutive stalled motor, which was verified in device history; after a restart the alert cleared, and the patient replaced the cartridge and luer connector due to a large bubble observed in the cartridge, after which insulin delivery resumed without further alerts. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a motor stall, with mechanical issues identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.